Event description:
Based on a review of patient staging studies on (B)(6) 2024, the physician noted uptake around the left knee and suspects that revision of the tibial components is needed, potentially related to the tibial uhmwpe augment. Revision has not yet occurred. The patient will seek another opinion.